Manufacturer narrative:
(B)(4). This device has not been returned for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups.

Event description:
Boston scientific received information that this pacemaker exhibited a remaining longevity of less than .5 years. Six months earlier the remaining longevity was displayed as four years. Automatic capture was programmed on and thresholds were good. Technical services discussed automatic capture and how the programmer buckets the current bin can affect the remaining longevity. An invasive procedure was later performed. This device was explanted and replaced. No additional adverse patient effects were reported.